Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an unspecified high blood glucose (bg) level and initiated a 911/emergency protocol and was treated in the emergency room (ER) by a healthcare provider on (B)(6) 2017 with no reported symptoms associated with an alleged inaccurate delivery. Information about the type of treatment received could not be obtained. It could not be determined whether or not the patient continued pump therapy. Troubleshooting with customer technical support (cts) could not be completed because the patient was not available therefore the inaccurate delivery allegation could not be confirmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring an initiation of a medical intervention and the pump could not be ruled out as a contributing factor.